Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via phone call that the customer had high blood glucose. The customer's blood glucose was 540 mg/dl and at the time of incident. The insulin pump passed the displacement table test and self test. The customer insulin did exit without alarming during fixed prime. The insulin pump will not be returned for analysis.